Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, the programmer was analyzed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 2067 radio frequency programmer head; product ID: 229047 software analyzer. (B)(4).

Event description:
It was reported that the programmer had telemetry failure. Both the programmer and the radio frequency programmer head were returned for service. No patient complications have been reported as a result of this event.